Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the customer tried two (2) batons with the monitor and neither produced an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the no image failure was confirmed; the fault was determined to be a pcba digital core failure. The failed pcba digital core was replaced, a test baton was plugged into the customer's monitor and the monitor was powered on; the monitor functioned as expected. Additional warrantee repairs performed included replacing a damaged cable harness, replacing the battery due to age, replacing the back shell assembly to accommodate the addition of the reset switch and insulating the lcd wire harness with kapton tape. The monitor was certified, cleaned and tested. The image quality test passed, color rendering was accurate and individual white lines were distinct. Service complete. The device was returned to the customer.